Event description:
This report is to advise of an event observed during analysis

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was found at 12.2-13.5cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded and melted at the e same location.